Event description:
Related to MFR report #: 2183959-2012-00220, 2183959-2012-00226. The patient was implanted with an ams (B)(4) graft on (B)(6) 2005. It was reported that the patient experienced serious bodily injuries, pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries. It was also reported that the patient had additional surgeries on (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2011, and (B)(6) 2011. It was also indicated that the patient has "sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.